Manufacturer narrative:
Date received by manufacturer: 09-oct-2019. Date of report: 11-oct-2019. The service technician reported issue was confirmed by operational check performance, central processing unit (cpu) board replacement, and power management (pm) board replacement. The unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit was powered on for pre-use check but the monitor did not display and stayed dark. No airflow was delivered with the power light emitting diode (led) lighting in green. Operating sound of the motor did not stop. The power button et cetera were unable to be operated. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 09nov2019. Date of report: 12nov2019. A power management (pm) printed circuit board assembly (pcba) and central processing unit(cpu) pcba was returned for analysis. An investigation was performed and the component failure u11 prevented the ventilator to power on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
The customer reported unit was powered on for pre-use check but the monitor did not display and stayed dark. No airflow was delivered with the power light emitting diode (led) lighting in green. Operating sound of the motor did not stop. The power button et cetera were unable to be operated. There was no patient or user harm reported.